Event description:
It was reported that an asymptomatic patient presented in the or for changeout due to normal eri. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.